Event description:
It was reported by the legal guardian (lg) that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose level rose over 400 mg/dl while wearing the pod on the leg between 24 and 36 hours. Symptoms reported include a stomachache followed by vomiting. As treatment, the patient received two intravenous fluid bags. The patient was discharged on the same day. The pod was removed and discarded by the lg prior to the ER visit.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.0, hardware: iphone15.2, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.